Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed multiple intersecting lines on the screen that rendered the device nonfunctional, consistent with a display malfunction of the user interface component; the user¿s blood glucose at the time was 135 mg/dl, and the user transitioned to backup insulin pens while continuing dexcom g7 use. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included a review of the user¿s description and images and arrangement for device replacement with instructions to sync data, shut down the device, and return the original unit. Investigation of this case revealed evidence consistent with a hardware screen/display failure that impaired visibility and operation, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display.